Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced presyncopal episodes. Upon interrogation, the right ventricular lead exhibited loss of capture. All other electrical measurements were in range. On (B)(6) 2016, the lead was capped and replaced. The patient tolerated the procedure well.